Event description:
The customer reported to olympus, after three therapeutic procedures with the same subject device, three patients had unspecified infections. The device was then removed from use. The patients tested positive for: e coli, pseudomonas aeruginosa and candida albicans from an unknown culture source. The facility did not specify which patient had each microorganism. No atp testing was performed. The scope was reprocessed (B)(6) 2022, no delay in the start of pre-cleaning, water was aspirated through the instrument/suction channel with a suction pump, no abnormalities with the reprocessing accessories, manual cleaning was performed within an hour after the procedure or pre-soaking was completed, device passed the leak test, ezol detergent used, and all appropriate areas of the scope were brushed (air/water/suction/biopsy valve; suction, air/water, biopsy port, elevator). The customer's last reprocessing in-service by olympus was (B)(6) 2021 and there have not been any changes in personnel since then. The endoscope is being stored in a drying cabinet, hanging vertically with knobs on the free position. The aer used: medivators advantage plus ¿ serial #: (B)(4). Detergent and disinfect solutions used are intercept/rapicide pa. All channels were connected with tubes when the endoscope was connected to the aer. On 15nov2022, an olympus team member was dispatched and discussed the patient infections with the reprocessing technician. The reprocessing technician was unaware of anything unusual about the scope. The observation/in-service could not be performed that day and will take place (B)(6) 2022. This event includes 3 reports: (B)(6) : patient 1. (B)(6) : patient 2. (B)(6) : patient 3.